Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated twice, however the balloon ruptured. It seems that the balloon was already ruptured at the time of the first dilation. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.